Event description:
It was reported that a fluoroscopy was performed due to several aborted charges for noise sensing. The fluoroscopy picture shows two cables visibly outside of the lead insulation body.